Event description:
The article, "peri-device leak closure with a pfo occluder device: an innovative solution", was reviewed. The article presents a case study of an 88-year-old male with permanent atrial fibrillation. It was reported that on an unknown date, a 22mm amplatzer amulet was implanted in a patient. Post-implant transesophageal echocardiography (tee) observed no peri-device leak (pdl). It was later reported 6 months later on an unknown date, a follow-up coronary computed tomography angiography (ccta) revealed a 7.5mm pdl at the disc level and a 4.5mm pdl surrounding the lobe. It was believed the pdl was due to device migration. A decision was made to attempt to implant a 5mm unknown atrial septal defect occluder. It was reported the 5mm occluder implant was unsuccessful. A decision was made to then attempt to implant an 8mm unknown atrial septal defect occluder that was also unsuccessful. It was then decided to implanted a 25-30mm unknown patent foramen ovale (pfo) occluder. The 25-30mm pfo occluder was successfully implanted and pdl was completely closed. There was no report of any adverse patient effects and the patient was discharged on dual antiplatelet therapy (dapt). It was reported 3 months following pdl closure procedure, follow-up ccta showed both 22mm amulet and 25-30mm pfo occluder were intact and no pdl was reported. The article concluded this approach demonstrated the importance of adapting to challenges in transcatheter interventions and finding novel solutions for pdl management when conventional options are limited. [The primary and corresponding author is (B)(6), (B)(6) with corresponding email: (B)(6)

Manufacturer narrative:
Literature article: peri-device leak closure with a pfo occluder device: an innovative solution investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
As reported through a literature review a patient who had a amplatzer amulet implanted. During the follow-up, a coronary computed tomography angiography (ccta) revealed peri-device leak (pdl) occurred and it was believed that the pdl was due to device migration. Then, a decision was made to attempt to implant of a 5mm and 8mm unknown atrial septal defect occluders, however, both were unsuccessful. Later, a 25-30mm unknown patent foramen ovale (pfo) occluder was used and successful implanted. The pdl was completely closed. It was reported 3 months following pdl closure procedure, follow-up ccta showed both 22mm amulet and 25-30mm pfo occluder were intact and no pdl was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.